Manufacturer narrative:
(B)(6). The main component of the system and other applicable components are: product ID: neu_ascenda_cath, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional via a representative regarding a patient in spain who received lioresal 2000 mcg/ml at a dose of 876 mcg/day. The pump was programmed with flexing doses; two bolus/day 17:30 55 micrgr / 2 minute; 22:30 55 micrgr / 2 min. Other medications at the time were reported as ¿known¿ but listed as ¿no¿. The patient¿s medical history included spasticity and dystonia. It was reported that during normal on (B)(6) 2016 the patient went to the hospital with the pump alarm on. There was report that the pump stopped with 39 months until the elective replacement indicator (eri) and "premature battery depletion" was reported. As clarified regarding the premature battery depletion if eri/end of service (eos) had occurred earlier than expected or if these were not declared it was reported as ¿no¿. Further report, there were no other error messages were present in logs, as reported only the motor stall. It was confirmed that the pump was not in stopped pump. The pump had been programmed in a flex mode but the pump¿s motor was stalled. As reported, there were no environmental, external or patient factors that led to may have contributed to the event. The logs were not available as telemetry was done with the physician¿s programmer. Patient symptoms were not reported at this time and clarified that no symptoms occurred because ¿the problem was taken on time¿. The pump status was reported as remained implanted and in-service. At the time of the report, the issue was resolved and the patient¿s status was alive-no injury. Actions/interventions included the urgent replacement of the pump which occurred on (B)(6)2016 and sent for return on 2016-nov-02.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis of the catheter (unknown lot #) found a non-significant anomaly; the sc catheter had a tear in the seal near the guide ring.

Manufacturer narrative:
The previously reported conclusion code (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.